Event description:
It was reported that the customer was hospitalized due to vomiting and diabetic ketoacidosis. The reported blood glucose reading was 198 mg/dl. It was reported that prior to being hospitalized, the customer changed the infusion set and when the infusion set was removed, the cannula was slightly bent. Troubleshooting was performed and found that no boluses had been recorded in the insulin pump for ten days prior to the event. The customer stated that she was delivering boluses during this time. While checking the history files, it was found that the insulin pump had alarmed no delivery prior to the event. It was reported that the customer waited for the insulin pump to alarm no delivery before she changed her infusion set. The high pressure test failed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.